Event description:
It was reported that starting the day prior to the report the patient had full coupling bars but could not seem to charge their implantable neurostimulator (ins). The patient tried charging again at 10 am on the morning of the report and was still unsuccessful at charging for 3 hours. The patient noted that their device was implanted on (B)(6) 2014 and their incision hurt. The patient was able to get to the normal recharging screen. Their ins was almost dead but they could not get any coupling bars shaded. The patient did not understand how to use the antenna locate feature. The patient had a doctor¿s appointment scheduled for the thursday after the report. The patient received a new programmer and was having communication issues between that and their stimulator. They were also not able to get communication with a clinician programmer or their recharger. The patient met with a manufacturer representative to resolve the issue and a ¿call doctor¿ power on reset (por) was cleared. The patient was fully charged 1 week prior to (B)(6) and their battery depleted very fast. They were able to get 8 coupling bars after clearing the por. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# unknown, product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed that the patient was trained several times, however, she had a great deal of difficulty understanding even the simplest of concepts regarding how to use the recharger. For example: she continued to believe the patient programmer (pp) was the device used to recharge the ins; when she finally learned to use the recharger, she continually misunderstood the icons and what they meant; when there were eight black boxes on the recharger screen it meant to the patient that her battery was fully charged and she could stop charging. The patient was explained no fewer than eight times over the course of three in-service sessions (in (B)(6)) what the boxes meant and what icons she should read to assess the completeness of her charge. Because of the patient's continued misreading of the icons, she let the battery go into overdischarge and it had to be restarted in the doctor's office. After the restart in the doctor's office, they sat with the patient for a while when it recharged; this demonstrated to her that there was nothing wrong with her battery and the issue was user error. The device was in continuous mode. The cause of the event was patient error; the device performed as it should. The company representative met with the patient in the second week of (B)(6) and she was doing better. The patient understood which device to use for recharging and how to use it. The patient spends a good deal of time every day recharging (2-4 hours); it was unknown if that was related to the battery or technique. It was reviewed with the patient how to maximize her charging time in hope it will reduce her recharge time. The patient was getting benefit from the stimulation and it was helping with her pain.